Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported that the display screen on the customer's insulin pump was shattered. Customer's blood glucose level at the time 218mg/dl. Advised insulin pump would be replaced. No additional information was provided.